Event description:
Consumer stated that her husband was seated on the chair taking a shower when the seat allegedly cracked in half causing the user to fall. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer is paralyzed on the left side due to a preexisting medical condition. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The I fit shower chair was allegedly received on (B)(6) 2012. The user was allegedly home alone in the shower when the shower chair allegedly broke in half causing him to fall. He was in the shower for an hour and a half before he was found and emt's were called to help get him up. No injury. The user manual states a warning, "users with limited physical capabilities should be supervised or assisted when using the shower chair".